Manufacturer narrative:
Investigation summary: a complaint of damage to a set was received from the customer. One photo was provided for investigation. From the photo the customer complaint was not confirmed, however misassembly was seen on the set. In place of a male luer there was a smartsite assembled. A device history record review for model 42293e lot number 20119649 was performed. The search showed that a total of 7,403 units in 1 lot number was built on 27nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A possible root cause for this failure is an error in the assembly process during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one photo was provided for investigation. From the photo the customer complaint was not confirmed, however misassembly was seen on the set. In place of a male luer there was a smartsite assembled. A possible root cause for this failure is an error in the assembly process during manufacturing.

Event description:
It was reported that the gravity set 20dp checkvalve 2 sms experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 42293e. Batch/lot #: 20119649. We would like to report a product malfunction (broken tubing). Gravity IV tubing broken above pt connection port at distal end. What was the date and time of event?(B)(6) 2021 0900 was there any harm to the patient? No harm detected.